Event description:
According to the initial information received, the 8/6mm amplatzer duct occluder (ado) was successfully implanted with no shunt detected. The next day, the patient felt uncomfortable so by angiography the ado shape was found to have changed and a shunt was now present. The ado was retrieved by surgery. Additional information has been requested, including imaging of the implant procedure, but has not yet been received. Should additional information become available a supplemental report will be filed.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller states the patient tested 1.6 inr on the coaguchek xs system and 7.6 inr on a comparison lab. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.